Event description:
The patient contacted lifescan alleging that her one touch ultra meter was reading in the incorrect unit of measurement. The medical affairs specialist left a message for the patient and sent a letter on 12/17/04. The patient went to the ER because she wasn't feeling well. She was given insulin; however, the blood glucose result obtained in the ER was not provided. No information was provided as to when the patient last used the reported meter or whether use of the meter was related to her going to the ER. The customer service representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct unit of measurement (mg/dl) and the patient had not recently changed the unit of measurement in the meter settings. There is insufficient information to indicate that the product contributed to the patient experiencing injury or medical intervention. Based on the apparent spontaneous change in the meter unit of measurement, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter was replaced.